Manufacturer narrative:
(B)(4). Field service engineer (fse) inspected the device and verified the malfunction. The graphical user interface (gui) keyboard was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator keyboard malfunctioned. No patient was connected to the device.